Event description:
It was reported that this right ventricular (rv) lead was repositioned due to dislodgement. Additional information indicated that the lead was surgically abandoned. No additional adverse patient effects reported. Moreover, the portion of this lead was returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. The proximal segment of the lead was returned and analysis determined that the allegation against the lead was not confirmed. Laboratory observations and field report were insufficient to verify dislodgement.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was repositioned due to dislodgement. The rv lead remains in service. No additional adverse patient effects were reported.